Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision and hardware removal. The revision surgery was due to infection and non-union of two (2) cortex screws, one (1) titanium cannulated tibial nail-ex with proximal bend, four (4) titanium locking screw and one (1) titanium end cap. The procedure was successfully completed. The patient's status is unknown. Concomitant devices reported: 3.5mm cortex screw self-tapping 40mm (part number 204.84, lot unknown, quantity 1), 3.5mm cortex screw self-tapping 44mm (part number 204.844, lot unknown, quantity 1), 10mm ti cann tibial nail-ex w/prox bend 345mm-sterile (part number 04.034.449s, lot 22p4336, quantity 1), 5.0mm ti locking screw w/t25 stardrive 40mm for im nails (part number 04.005.530, lot unknown, quantity 1), 5.0mm ti locking screw w/t25 stardrive 38mm for im nails (part number 04.005.528, lot unknown, quantity 1), 5.0mm ti locking screw w/t25 stardrive 36mm for im nails (part number 04.005.526, lot unknown, quantity 1), ti end cap with t40 stardrive 0mm ext f/ti tibial nails-ex (part number 04.004.000, lot unknown, quantity 1). This report involves one (1) 5.0mm ti locking screw w/t25 stardrive 34mm for im nails. This is report 4 of 8 for (B)(4).